Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor was received with a damaged belt receptacle. The monitor's electrode belt connector was damaged and unable to securely latch with an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.